Event description:
It was reported that the physician was attempting to deploy a 2.75mm diameter x 14mm length resolute integrity (rx) rapid exchange drug eluting stent to treat a lesion in the lad of a patient. It was reported that there was a problem in passing the stent into the lad, resistance was noted while advancing to the target lesion which required force. There was a 90 degree angulation between lad and lcx and instent re-stenosis of previously deployed stent was reported. It was reported that the stent dislodged from the balloon while the resolute integrity stent was being removed from the patient and became elongated and remains in the lcx to left main. Stent thrombosis occurred at that portion and caused a disastrous situation resulting in cardiogenic shock/pulmonary oedema. Shortly after the procedure and event, the status of the patient was critically ill because of left main thrombosis. The iabp and ECMO were applied. After 7th day from index procedure, the vital sign of patient became stable without iabp and ECMO. However, the mentality of patient didn't recover. No further clinical sequelae were reported. Device evaluation: the stent remains in the vessel as it could not be removed. The delivery catheter was returned for investigation. The device was 0.015" patent. The distal tip was flared. The balloon had not been inflated and the stent was not present on the balloon. The balloon folds were disturbed with blood residue present between the folds. There was no other damage to the catheter. Cine image review: procedural images confirm the presence of an angulated stenotic lesion at the ostium of the lcx. Previously deployed stent were evident from the images. The ostial lcx lesion was pre-dilated with different size balloon for a minimum of 2 inflations. This was followed by the attempted delivery of the 2.75 x 14mm resolute integrity stent. This stent did not advance to the intended location and after pullback of the delivery catheter the elongated stent remained between the left main (lm) and the ostium of the lcx. Initially there was contrast flow into the lcx but the images appear to show occlusion of the lcx most likely due to the reported thrombus. No further treatment of the lcx was observed on the images. Treatment continued with pre-dilatation of the ostial lad and the deployment of a promus element stent in the proximal lad. Coronary angiographic images (with contrast of the left coronary system after pci shows good flow to the lad but no flow in the lcx. The final image provided is identified as iabp - indicating that this was the stage they introduced the intra-aortic balloon pump into the patient vasculature.

Manufacturer narrative:
Results: inherent risk of procedure (dislodgement; thrombosis; pulmonary oedema; abrupt vessel closure and failure to deliver the stent); related to another drug/device (attempting to deliver a device through a previously deployed stent at an angulated lesion); patient condition affected effectiveness of the device (patient lesion morphology, procedural images confirm the presence of an angulated stenotic lesion at the ostium of the lcx). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, procedural images confirm the presence of an angulated stenotic lesion at the ostium of the lcx); operational context caused or contributed to the event (attempting to deliver a device through a previously deployed stent at an angulated lesion); known inherent risk of procedure (dislodgement; thrombosis; pulmonary oedema; abrupt vessel closure and failure to deliver the stent). (B)(4).